Event description:
It was reported that there was telemetry failure. The programmer and programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the programmer was analyzed and no anomalies were found. (B)(4): analysis found that the cable was out of specification.